Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed in addition, the following reportable malfunctions were identified during the device evaluation: the outer tube has a dent, the fiber bonding in the outer tube area (distal end) is damaged, cover glass of the insertion section is cracked and the lg-bundle of the video cable section is broken and therefore the light transmission is lost or too low. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the identified failure is cause traced to user. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had tip damage, cover glass damage, and poor light output. The issue occurred during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported the rigid video scope had tip damage, cover glass damage, and poor light output. The issue occurred during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.